Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23 mm navitor vision valve was selected for implant using a flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-procedure one month later, the patient started showing symptoms of a staphylococcal infection, which was subsequently confirmed to be present around the aortic, mitral, and tricuspid valves. Medication was administered and an open-heart surgery were performed as an intervention to treat the event. The patient also had an extended hospitalization. On an unknown date, the patient passed away. The cause of death were infections. The implanter classified this event as being related to the procedure and patient¿s past medical history.